Event description:
Following a diagnostic procedure on 01/26/98, an angio-seal device was placed. The physician reports that the deployment was normal. On 01/31/98 the patient complained of discomfort in the groin area and a ultrasound was obtained. No pseudoaneurysm was noted. On 02/02/98 patient retruned with complaint of pain and pussy discharge from groin. Patient was rehospitalized and an I & d was planned. Several attempts to obtain additional information from the physician were made, however, as of 03/02/98 no follow up information was available.